Event description:
It was reported that, on an unspecified date, a plum 360 was found to have an infusion or flow problem during patient use. It was stated in the report that last week they were using the device integrated into epic. A safety issue with partial bag auto programming was noted. They stated that if they have a 1l bag and want to ap 150ml the pump will accept the partial bad ap, but the pump does not stop after delivering 150ml. They had a couple of instances where the pump delivered 500ml instead of 150ml because the pump did not stop. A sample photo was provided. There was no patient harm reported. The reporter indicated that the event happened multiple times; however, there was no additional information given to indicate the number or dates of occurrences. A search of the complaint database shows that the reporter has not previously reported any additional events of this nature.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.